Event description:
Patient was admitted due to abdominal trauma. In operating room device was inserted in patient. Patient developed cardiac tamponade and died. After insertion an x-ray was taken to confirm placement. The insertion site was internal jugular vein. At autopsy, a puncture was found at root of aorta. This led to hemo-pericardium in cardiac tamponade and deathdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.